Event description:
It was reported that during routine device replacement, a synchronized dc shock was performed, and noise was observed after the shock. The physician suspected a malfunction of the lead. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.